Manufacturer narrative:
MDR 2517506-2020-00267 was filed on 28-aug-2020. Additional information (14-sep-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) result. Hsc evaluated the information provided and the instrument data files. Siemens service was dispatched to the customer site and performed instrument maintenance after the discrepant result was obtained including minor realignments of probes, checking cycle counts and mixer diagnostics. In addition, hsc has reviewed the instrument data available which indicated that no instrument issues occurred during the time of sample testing such as foaming or temperature issues. The event was limited to a single aspiration of a single patient sample. However, the cause of the event cannot be confirmed without the clot check data. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result was obtained on a dimension xpand plus with hm system. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient plasma sample on a dimension xpand plus with hm system. The discrepant result was not reported to the physician(s). The same sample was repeated on the same system and an alternate dimension system the same date and lower results were obtained, considered correct and reported. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.